Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about on (B)(6) 2011 and will have the left femoral head at issue explanted on or about on (B)(6) 2020 . It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update 02/september/2020 wg: it was reported that the patient's left hip was revised on (B)(6) 2020 due to elevated levels of chromium and cobalt. Intra-operatively, it was observed there was no soft tissue damage and minor trunnion wear. The poly liner and head were revised to a ceramic head with sleeve and new liner. Rep provided pictures of the explants and an x-ray. Rep reported he may be able to get additional patient information and that there are no allegations against the revised liner, otherwise no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels and trunnion wear involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted that, " the event cannot be confirmed. As described this may represent an lfit-tmzf trunnion wear issue. Obtaining medical records, revision operative note, additional imaging, intra-operative pathology and/or preoperative metal levels may shed light on the root causes for the revision." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in her blood. The available medical records were provided to the consulting clinician for a review which noted that the event cannot be confirmed. As described this may represent an lfit-tmzf trunnion wear issue. Obtaining medical records, revision operative note, additional imaging, intra-operative pathology and/or preoperative metal levels may shed light on the root causes for the revision. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and / or additional information are received, this investigation will be reopened and re-evaluated. H3 other text : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and will have the the left femoral head at issue explanted on or about (B)(6) 2020 . It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.